Event description:
Pncm pooled medication and completing pre infusion fluids noticed floor was wet. Found small hole in bag top right corner.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.